Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not charge after being placed on its charging pad for approximately one hour while the pad was connected to a power strip; the user was instructed to plug the charging pad directly into a wall outlet and attempt charging again. Symptoms included no device alarms and no clinical symptoms. Outcomes included no injury and no need for medical intervention. Investigation included customer care providing remote troubleshooting and user education regarding correct charging setup. Investigation of this case revealed a suspected power supply or connection issue related to the use of a power strip rather than a wall outlet, consistent with improper use conditions and no confirmed device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment.